Event description:
Customer states lancet does not retract into the softclix plus lancet device. No adverse event reported. Requested return of the suspect device and replacement t was sent.

Manufacturer narrative:
Additional concomitant medical products: vytorin - 5 mths 10-40mg/day; ranitidine - 60mg;glimepiride - 4mg; metoprolol - 100mg; zoloft - 150mg; premarin - .3; norvas - 5mg;metformin -years 200mg; clondine - .4mg.